Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated. The cannula did insert into the skin and was visible when pod was removed. The patient received a communication error message. The pod was worn for less than an hour. Patient's glucose level was 250 mg/dl. Tas treatment, a new pod was placed.

Event description:
It was reported that the patient was not sure if the pink slide moved forward, when the pod was activated. The cannula did insert into the skin and was visible when pod was removed. The patient received a communication error message. The pod was worn for less than an hour. Patient's glucose level was 280 mg/dl. As treatment, a new pod was placed.

Manufacturer narrative:
Correction to b5 - changed blood glucose level from 250 mg/dl to 280 mg/dl.